Manufacturer narrative:
The manufacturer's service technician confirmed the reported issue. The service technician found the data acquisition pcb to motor controller pcb cable was disconnected. Review of the device diagnostic history log found the presence of multiple error codes suggesting that a spi bus failure occurred. The spi bus is an internal communication link between the cpu and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. The manufacturer's service technician reconnected the data acquisition pcb to motor controller pcb cable to address this finding. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed with an error message and failed to boot up. There was no patient involvement.